Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400+ mg/dl. The customer treated with manual injections. Troubleshooting was performed. Customer mentioned cannula to appear bent. Customer stated site location to be below her bra, upper torso, and left and right side. The product was not returned for analysis.